Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting the faradrive into the left atrium, the farawave was inserted. Physician sent the guidewire into a pulmonary vein and then he opened the catheter in basket configuration, but immediately there was an inversion of the spline. So, the catheter was closed and covered with the sheath and a rotation of 180 of the catheter was performed, but when physician tried to open the catheter in basket configuration, inversion of the splines occurs. So, physician pulled out the catheter to fix it manually but as soon returned into the left atrium, spline inversion occurred again. So, the catheter was changed. During insertion of the first catheter for the second time in the faradrive, and during the insertion of the second farawave into the faradrive, many bubbles were found into the faradrive which were aspirated during catheter insertion from the three-way stopcock of the faradrive. Physician decided to replace the faradrive as well. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported the guidewire was inside the catheter, at the level of the distal part of the catheter. Pressure bag was used for the irrigation of sheath. Excessive bubbles were observed in aspiration syringe. No other issue has been reported.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting the faradrive into the left atrium, the farawave was inserted. Physician sent the guidewire into a pulmonary vein and then he opened the catheter in basket configuration, but immediately there was an inversion of the spline. So, the catheter was closed and covered with the sheath and a rotation of 180 of the catheters was performed, but when physician tried to open the catheter in basket configuration, inversion of the splines occurs. So, physician pulled out the catheter to fix it manually but as soon returned into the left atrium, spline inversion occurred again. So, the catheter was changed. During insertion of the first catheter for the second time in the faradrive, and during the insertion of the second farawave into the faradrive, many bubbles were found into the faradrive which were aspirated during catheter insertion from the three-way stopcock of the faradrive. Physician decided to replace the faradrive as well. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Update to the initial MDR in block(s) b5.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting the faradrive into the left atrium, the farawave was inserted. Physician sent the guidewire into a pulmonary vein and then he opened the catheter in basket configuration, but immediately there was an inversion of the spline. So, the catheter was closed and covered with the sheath and a rotation of 180 of the catheter was performed, but when physician tried to open the catheter in basket configuration, inversion of the splines occurs. So, physician pulled out the catheter to fix it manually but as soon returned into the left atrium, spline inversion occurred again. So, the catheter was changed. During insertion of the first catheter for the second time in the faradrive, and during the insertion of the second farawave into the faradrive, many bubbles were found into the faradrive which were aspirated during catheter insertion from the three-way stopcock of the faradrive. Physician decided to replace the faradrive as well. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported the guidewire was inside the catheter, at the level of the distal part of the catheter. Pressure bag was used for the irrigation of sheath. Excessive bubbles were observed in aspiration syringe. No other issue has been reported.